Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the main coil, the introducer sheath and pusher wire were returned for the analysis. Visual and microscopic inspection revealed that the main coil was stretched and bent at the zap tip, coil arm and middle section. Additionally, the main coil was detached at the middle section. No more damages were observed. The functional inspection could not be performed, because the main coil and the pusher wire are not interlocking. The dimensional inspection revealed that the outer diameter (od) at the zap tip and primary coil were found to be within specification.

Event description:
Reportable based on device analysis completed on 09oct2023. It was reported that the coil was unable to advance in the catheter and damage occurred. The target lesion was located in the intrahepatic portal vein. A 6mm x 20cm interlock was selected for use. During the transjugular intrahepatic portosystemic shunt (tips) procedure, a 0.020 non-boston scientific microcatheter was used to deploy 5 coils. The second coil was delivered approximately 5cm out from the catheter and during deployment in the shunt, it was noted that the coil was stuck in the middle of the catheter. The coil could be pulled back but could not be advanced forward. Despite multiple attempts, it could not be delivered. After removal of the coil, it was noted that the interlock was damaged. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the main coil was detached.